Event description:
It was reported that the there was a lead monitor warning on the unipolar right ventricular (rv) lead. Impedance of the lead was varying and high, and thresholds were fluctuating and high as determined by capture management. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr06 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and pacing capture threshold in the rv (right ventricle) was elevated. Auto lead diagnostic shows short circuit pace/low impedance counts with lifetime minimum of 221 ohms. A right ventricular lead warning occurred on (B)(4) 2014. Auto ventricular capture management trend shows max threshold steady at 3 volts or greater from (B)(4) 2014.